Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. During interrogation it was noted that the atrial lead exhibited noise. The patient suffered no adverse event due to this occurrence. No intervention was reported.

Event description:
New information states that the lead was reprogrammed.